Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead: (B)(6) 2012. Icv1258 competitor implantable pulse generator: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed an infection. The system was removed. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.